Event description:
It was reported that during a da vinci si hysterectomy procedure, the patient's ureter was transected. At the end of the hysterectomy procedure, the surgeon had performed a cystoscopy and consulted with urology residents to verify that the patient had not been harmed. No further clinical information was provided.

Manufacturer narrative:
On (B)(4) 2013, the intuitive surgical inc.(isi) obtained additional information from the site regarding the reported event. A urologist informed the initial reporter of this complaint, an isi representative, that the patient's ureter was transected inadvertently and was subsequently repaired. The patient was discharged on an unspecified date/time. The initial reporter did not know the patient's current condition and was unable to provide any additional information regarding the reported event. On (B)(4) 2013, isi contacted the urologist at the site and obtained additional information regarding the reported event. The urologist indicated that the reported event was completely unrelated to the da vinci system and no malfunction occurred during surgical procedure. According to the urologist, the event is an internal issue and is related to training. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(4) 2013, and no system errors were found to have occurred during the reported surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's ureter was inadvertently transected during a da vinci si hysterectomy procedure. However, at this time, there is no allegation that a malfunction of the da vinci si system, an instrument, or an accessory caused or contributed to the patient's injury.